Event description:
Correction: the customer reported discrepant po2 results on one patient on the rp 500 and discrepant glucose results on another patient on the rp 500 when compared to a non-siemens lab instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data logs provided by the customer. The root cause for the suspected discrepant high po2 and glucose results generated from the rapidpoint 500 instrument for patient ID (B)(6) and patient ID (B)(6) is unknown as there is no indication of a measurement cartridge issue, po2 and glu sensor instability, instrument malfunction, or any possible contamination from the instrument itself. Further review illustrates the performance for aqc - po2 and glu results, prior and post sample analyses are within acceptance limits. The rp 500 sn(B)(6) is performing as intended. It could be possible that pre-analytical factors may have attributed to the suspected high po2 and glucose results for the patient samples in question. These may include proper collection of the sample, sample handling, contamination of the sample itself during collection, and/or proper mixing of the sample.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested more information to properly assess this event. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results for one patient on the rp 500.